Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one user was unable to authenticate multiple devices. A technical support specialist resolved the issue by unassigning and reassigning user roles and locations. The customer verified that the issue was resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the user was unable to authenticate. The customer confirmed malfunction occur when user trying to issue medication to patients. However, there were no adverse events or injuries reported based on this event.